Event description:
The customer reported to olympus, the visera 4k uhd camera control unit displayed e116 error code. As per the customer, the error had been recurring for a while and was possibly due to deposits on the gold contacts. There was no harm or injury to the patient or user associated with the event.

Manufacturer narrative:
The subject device was returned for evaluation and the customer allegation was confirmed. The e116 error code being displayed was due to the graphics processing unit (gpu) subassembly being peeled off. There were few additional findings. There was a scratch on touch panel and a deep scratch in the display. Because video connector socket is worn out, the video connector cannot be disconnected smoothly. Socket holder was worn out. The foot was cracked and broken, (d.) There was damage on the rear panel, (e.) The motherboard and dimmer was deteriorated. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon "error code e116" occurred because the components of graphics processing unit (gpu) were detached. Additionally, it is likely that the phenomenon "scratches on the touch panel" occurred because the touch panel was damaged. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.